Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material#: 309623 batch#:3262337 it was reported by the customer that when cap was taken off needle was sealed inside of cap and separated from base verbatim: rcc received a complaint via email. Email(s) attached. Product (B)(4). Lot 3262337 when cap was taken off needle was sealed inside of cap and separated from base.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309623 . Batch#:3262337. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: "when cap was taken off needle was sealed inside of cap and separated from base." Verbatim: rcc received a complaint via email. Email(s) attached. Product 309623. Lot 3262337.